Event description:
The customer obtained a non reproducible and higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Vitros troponin I es result = 1.68ng/ml verses expected result <0.012ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if occurring undetected. The higher than expected vitros tropi es patient result was reported outside of the laboratory; however, a corrected report was issued. No allegations of patient harm were made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. Root cause could not be determined however the possibility that inappropriate pre-analytical sample processing had contributed to the result could not be ruled out entirely, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. The investigation found no evidence to suggest the vitros troponin I es reagents or vitros 5600 system had malfunctioned.